Event description:
It was reported during routine check that a cs100 intra-aortic balloon pump (iabp) had an unknown alarm "showing no zero". There was no patient involved.

Manufacturer narrative:
Due to character restriction in e1 full event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, health effect ¿ impact codes, investigation conclusion), h11. It was reported that during routine check the cs100 intra aortic balloon pump (iabp) showing no zero alarm. No patient involvement and no harm reported. A getinge field service engineer (fse) visited the site and confirmed the above-mentioned error message. Verified the pressure cable and transducer kit which was found ok. Open the cabinet and reset the connections of pressure cable connectors mound on front end module pcb but still problem persist. Crosschecked the front-end module pcb from another one, provided by customer and found same was gone defective. Required replacement of the same. Defective spare: pcb, front end module. Replaced the above-mentioned defective spare with new one and rectified the fault. Device passed all functional and safety tests according to factory specifications. Device was returned to customer and cleared for clinical use.